Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus adhesion; the glass cap exhibits mild devitrification at the output window; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the inner cap on both the first and second fibers fell off and caused the fibers to forward fire. The case was completed with an alternate procedure (turp). There was no patient injury reported. This report is for the second fiber used.

Manufacturer narrative:
(B)(4).